Event description:
As reported by the equinoxe shoulder study, approximately 1 year and 6 months post the initial left reverse total shoulder arthroplasty, the patient experienced pain and sub-coracoid and conjoint tendon impingement. Action taken: injection. The outcome is considered to be resolved.